Event description:
The device was explanted because the electrode array had partially migrated out of the cochlea. During surgery aiming to re-insert the electrode array and apply a clip for electrode fixation, the electrode lead was damaged at the level of the opening of the mastoid.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.